Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility area technical operations manager (atom) reported to fresenius that the white cap fell of the roller guide of the 2008t machine blood pump rotor. This over time was wearing the arterial tubing thin resulting in leaks on the blood tubing. Additional information was obtained during follow-up with the atom and user facility clinic manager (cm). The 2008t machine alarmed with an air detector error at an unspecified point in treatment. Physical damage to the bloodlines was noted. There was no serious injury or required medical intervention. The patient¿s estimated blood loss (ebl) was not provided. Treatment was restarted and successfully completed on the same machine with new supplies. The blood pump rotor was replaced to resolve the reported issue. The machine was returned to service. The complaint sample was discarded and is unavailable to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility area technical operations manager (atom) reported to fresenius that the white cap fell of the roller guide of the 2008t machine blood pump rotor. This over time was wearing the arterial tubing thin resulting in leaks on the blood tubing. Additional information was obtained during follow-up with the atom and user facility clinic manager (cm). The 2008t machine alarmed with an air detector error at an unspecified point in treatment. Physical damage to the bloodlines was noted. There was no serious injury or required medical intervention. The patient¿s estimated blood loss (ebl) was not provided. Treatment was restarted and successfully completed on the same machine with new supplies. The blood pump rotor was replaced to resolve the reported issue. The machine was returned to service. The complaint sample was discarded and is unavailable to be returned to the manufacturer for physical evaluation.